Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information noted by the physician from the adverse event source document indicated the subject had an aortogram with selective left lower extremity runoff, left superficial femoral artery/popliteal artery atherectomy, and covered stent placement. After use of the atherectomy device, contrast injection showed contrast extravasation along the side of the vessel. A covered stent was then used and the procedure ended without any further complications. Severity of the event was noted as mild (awareness of a sign or symptom that does not interfere with the patient's usual activity or is transient and resolves without treatment or sequelae). No tests/laboratory data was available. No information was available. The serial #, lot# and UDI# is unknown as the device was not returned and the information was not specified in the physician's report. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was discarded at the facility. Date of manufacture is unknown as serial/lot number is unknown. The instructions for use (IFU) warn: - do not operate the phoenix atherectomy system if the guidewire is subintimal as perforation, dissection or injury may occur. - when the phoenix atherectomy catheter is exposed to the vascular system, it should not be advanced or retracted except under direct fluoroscopic observation. If resistance is met during advancement or retraction, determine the cause of the resistance before continuing. - do not leave the distal tip of catheter in a stationary position with system turned on, or vessel perforation, dissection or injury may occur. - do not turn on the phoenix atherectomy system unless the phoenix atherectomy catheter is tracked over a guidewire and the distal tip of the guidewire is placed in an appropriate section of the vessel. - do not use, or attempt to correct, a phoenix atherectomy catheter if it is bent or kinked or has any evidence of damage as this may result in breakage or compromised performance. Warning: do not operate the phoenix atherectomy system if the guidewire is subintimal as perforation or dissection of the vessel may occur. A second angiographic viewing angle prior to device insertion to confirm wire placement is recommended. The manufacturing documentation for p22149k lots sent to the facility within the three months prior to the event were reviewed and the devices sent met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
On september 1, 2017 during review of a study registry a clinical research associate employed by the manufacturer became aware that on (B)(6) 2017 a subject treated with an atherectomy device had a perforation. The investigator (physician) took care of said perforation with a covered stent. The manufacturer's clinical research associate spoke to the physician on septebmer 1, 2017 after realizing this information, and the physician concluded that the perforation was not a direct result from the manufacturer's device.